Event description:
The surgeon fired a blue staple load on the stomach, but it did not fire. Another blue load was used, but it also did not fire correctly. A different stapler and blue load was used to complete the stapling.